Event description:
Male end of triple extension set broke off inside the clear microclave. Devices will be returned only if MFR provides prepaid shipping, packaging as per dot, or pick the item up. The details in this report is the extent to which we identify medications involved or pt contact.